Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a hard fall (B)(6) 2016 (exact date unknown) and stimulation has not been effective since then. The ipg was unable to communicate with the programmer although the patient was able to recharge the ipg on (B)(6) 2016. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the scs system was removed and replaced. The physician observed one of the contacts appeared to be black.

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2017-06183 and 1627487-2017-06196.